Event description:
It is reported that the guide wires broke when being driven through mail to confirm positioning of the nail prior to drilling for recon screws. The surgeon was also questioning the accuracy of the targeting guide.

Manufacturer narrative:
Eval summary: no surgical notes or x-ray images were provided. It is unclear as to how much force was being applied to the wires when they were broken. If resistance was encountered prior to the fracture, or if impaction was used at any time in this step of the procedure to advance the wire. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info is received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.